Event description:
It was reported that customer experienced pump battery that was discharging too quickly. There was no reported impact to customer's blood glucose. No additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.